Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her expected results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2010 at 948am. The patient reported blood glucose results of "200-280 mg/dl" with the subject meter. The patient advised the cca she manages her diabetes with insulin. Despite the alleged issue, the patient continued to take her usual dose of humalog insulin (27.20 basal and .90-1.25 bolus). At an unspecified time prior to the start of the alleged product issue, the patient claimed she felt symptoms of shakiness, sweating and light headed. At 952am after the start of the alleged issue, the patient stated she treated herself with food and/ or drank a beverage. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. However, the treatment received did not correlate with results that were obtained with the subject meter. This complaint is being reported because the alleged inaccuracy remained unresolved.

Event description:
It was reported that the physician was having problems with his programming system. The physician was unable to interrogate or perform diagnostics. Troubleshooting was performed, but the problem persisted. Programming system was returned to the manufacturer, but analysis on the handheld is pending. Analysis on the programming wand was completed which revealed no anomalies.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #3 (09/20/2012): correction = the description to follow-up #2 submitted on 09/19/2012 should be - follow-up #2 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.